Event description:
It was reported that patient had just undergone external cardioversion. Upon interrogation, the device was in hardware reset mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of device reset was confirmed in the laboratory. Analysis of the memory map showed that the device entered hwvvi reset mode on (B)(6) 2011 due to a por (power-on reset) while the device was delivering high voltage therapy. Upon clearing the reset condition, the device's functionality was tested on the bench and testing revealed high voltage output circuiitry damage. The cause of the reset and high voltage output circuitry damage could not be determined conclusively.